Event description:
Boston scientific provided the following information:the information is from a study that took place from february 2019 through august 2020. The complaint was created to report that dextrus leads with no serial numbers as no serial numbers were reported in the study. The reported observations was noise and pacing impedance measurements less than 200 ohms.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.